Event description:
According to the initial information received, a 9mm amplatzer septal occluder (aso) was deployed into the patient's atrial septum on (B)(6) 2012. A 20mm sizing balloon was used to size this (B)(6) patient's defect. The aso was released and a tee was performed which revealed a small, residual shunt immediately adjacent to the aso. The 8f amplatzer torqvue 45 delivery system sheath (dtv45) was exchanged for a long 9f mullins sheath which was advanced into the right atrium. A 4f jb1 catheter was advanced through the venous sheath and with the help of a 10mm amplatzer gooseneck snare, the central hub of the right atrial disk and the device was snared and withdrawn into the 9f mullins sheath without difficulty. The 9f sheath was subsequently advanced across the atrial septal defect with the help of the 7f wedge catheter and an 11mm aso was prepared and advanced through the long venous sheath and deployed across the atrial septal defect without difficulty. A tee was taken prior to device release and demonstrated stable and appropriate device position with no residual adjacent shunts. The device was released and a repeat echocardiography was performed confirming the 11mm aso was stable.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 6f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper size and function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Due to the nature of the event, our investigation was unable to reproduce the performance described.